Event description:
The physician contacted the manufacturer's clinical affairs representative to discuss a patient on whom she had performed endometrial ablation with the cerene cryotherapy device 12 days prior. The physician reported that the procedure had gone well, the device had performed as expected, and the patient was sent home following treatment. Pre- and post-op hysteroscopy revealed no abnormalities or evidence for trauma or perforation. Within a couple of hours of the patient being home, she called the physician's office complaining of very heavy bleeding, severe pain, and cramping. The patient returned to the physician's office to be examined, upon which is was discovered that the patient had a cervical laceration from the tenaculum. This was initially associated with significant bleeding but ultimately resolved without any need to secure hemostasis. Since then, the patient has continued to experience heavy bleeding, severe pain, and cramping despite the use of nsaids and oxycodone for pain management. The physician was connected with the manufacturer's medical advisor, who spoke with the physician on (B)(6) 2024 and concluded that the timing of hormonal suppression with progestin preoperatively followed by discontinuation is the most likely reason for the ongoing complaints of excessive uterine bleeding and cramping after an otherwise uneventful endometrial ablation procedure.

Manufacturer narrative:
Device discarded so investigation of device could not be completed.